Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch was stuck in the "slow" position, a condition which creates the potential for unintended activation.

Manufacturer narrative:
The safety bar was stuck due to corrosion observed on the safety bar assembly. The device was repaired and returned.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch was stuck in the "slow¿ position, a condition which creates the potential for unintended activation.